Manufacturer narrative:
The device is available for evaluation, however has not been received yet.

Event description:
The event involved a tego¿ connector. It was reported issue was that blood tube approach was blown up by tego. The tube detached from the tego twice during dialysis. Patient was not harmed but some blood has escaped. There were no actual serious consequences for the patient the user or third party but could have bled to death if the dialyzer had not set off an alarm. This is the second of two captured events reported.

Event description:
Update: prior to registration, gcm received an english translation from a quality assurance specialist of emea quality on 21-dec-2023, the reported issue was that "blood tube approach was blown up by tego. The tube detached from the tego twice during dialysis. Patient was not harmed but some blood has escaped". There were no actual serious consequences for the patient the user or third party but could have bled to death if the dialyzer had not set off an alarm. The product is available for evaluation. There was patient involvement however no patient harm. Mltaneo 22-dec-2023 update: gcm received additional information from (B)(6) of webstar on 27-dec-2023 and was translated to english from a quality assurance specialist of emea quality on 02-jan-2023 stating that the initial report was (B)(6). The notifier registered with swissmedic as a vigilance contact person in accordance with art. 67 mepv. The notifier registered with swissmedic as a vigilance contact person in accordance with art. 60 ivdv. A photo of the blood tube attachment was blown up by tego was provided. Mltaneo 03-jan-2023 update: gcm received the english translation from a quality assurance specialist of emea quality on 05-jan-2024, of the additional information that was received from michael bocskor of webstar on 05-jan-2024 stating that the product was stored in a climate controlled room. The material was intact and there was no holes, cuts, tears or other defects. One tego with fa fresenius blood line preparation is the only sample to be returned. The sample that will be returning is used and has been rinsed with isotonic solution. Mltaneo 12-jan-2024.

Manufacturer narrative:
Received one (1) used 011-d1005 tego connector connected to unknown mating devices. The male luer mating device had cracks around the spin collar. The setup was leak tested according to product specifications. There was no leakage. The spin collar was connected and did not spin loose and remained connected. The complaint of cracking male luer spin collars can be confirmed. The probable cause of the mating device male luer spin collar cracking cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.